Event description:
Unintentional movement of the head up function.

Manufacturer narrative:
The hill-rom service technician investigated and found fluid ingress in the siderails. Upon further investigation the technician determined the siderail gaskets were not preventing fluid from penetrating the siderail electronics. The gaskets were replaced to repair the bed.